Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a sensation short throwsnare was used during a colonoscopy procedure. According to the complainant, during the procedure the working length became detached when the operator attempted to close the snare. There were no known patient complications at the conclusion of this procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Reported event of handle cannula broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation¿ short throws are was used during a colonoscopy procedure. According to the complainant, during the procedure the handle cannula broke when the operator attempted to close the snare. There were no known patient complications at the conclusion of this procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.